Event description:
Cope wire from micropuncture kit uncoiled and tip broke off in axillary vein. Sheath and needle not in place at the time. Tip of broken wire was retrieved and removed without complication.